Event description:
Initial information was received from a physician by a valeant sales representative on (B)(6) 2012: a female (demographics not provided) with no reported medical history received poly-l-lactic acid (sculptra) injection in her face on (B)(6) 2011, and again in (B)(6) 2012 dosage and indication unk. After her treatment in (B)(6) 2012 on an unspecified date, the pt developed papules on her face with significant swelling of both her cheeks. The pt looks "distorted" and her cheeks look "square." She was treated with diluted kenalog solution and she was coming to the office tomorrow ((B)(6) 2012) for follow-up. Concomitant medications were not provided. No further relevant information was reported.